Event description:
The customer reported that during a laparoscopic procedure, a noise was heard and continuous power discharged from the hand piece when the foot pedal and power button were not engaged. A 0.5-1.0 mm burn was noted at the umbilical incision site. The burn was excised.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.